Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pain, swelling, edema,extrusion and migration cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms pain, edema and extrusion were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two weeks after initial implantation of his inflatable penile prosthesis (ipp) device, the patient visited the hospital to remove the foley catheter. It was noted that he presented with pain and penile edema. The patient had an extrusion of one of the cylinders which migrated through the urethra. After physical examination and verification of the possibility of infection, the physician decided to remove the prosthesis. The explant procedure was performed two weeks after that. There were no additional patient complications.